Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs does not contain any technical errors to indicate any ventilator malfunction on the reported event date. Successful pre-use checks were performed prior and after the event. The conclusion is that there are no indications of ventilator malfunction.

Event description:
It was reported that the ventilator stopped ventilating. There was no patient harm. Manufacturer ref. #: (B)(4).